Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information regarding the report. The reporter stated that the retrieved tip of the non-olympus cleaning brush had been tested at the user facility's laboratory and it was tested negative for microorganism growth. The reporter also stated that the facility's endoscopes are reprocessed in an automatic endoscope reprocessor following manual cleaning. No further information provided by the user facility. As part of the investigation into this report it was learned that the subject device had been returned to olympus for service on (B)(4) 2010 with a report of "electrical interference," and there had been no mention of a cleaning brush being dislodged into a pt. The evaluation found the insertion tube to have a large dent in addition to a cut, buckle, peeling and scratches. Additionally, there was fluid found inside the endoscope connector that likely contributed to the report of interference. The device was refurbished. As part of our investigation, an olympus endoscopy support specialist (ess) has been dispatched to visit the user facility to provide necessary reprocessing training. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus rec'd a medwatch, which stated, "the user facility reported that during cleaning of the colonoscope, it was noticed that the tip of the cleaning brush had broken off. The technician searched for the tip, but could not find it. Following cleaning of the scope, the scope was x-rayed and the brush tip was not seen. It was thought that the brush tip had fallen into the sink and gone down the drain. The scope was washed in a scope washer, flushed with alcohol, and hung to dry. During a colonoscopy procedure, the brush tip fell out of the scope into the pt. The physician was able to retrieve the brush tip."